Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after a peripheral vascular intervention (pvi) procedure with a 10f sheath. Reportedly, upon tightening the rail with the suture trimmer, the suture came out with the knot intact. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the reported information, the investigation determined that the reported issues appear to be related to the circumstances of the procedure. In this case, it is likely that an interaction of the device with patient anatomy or friable femoral vessel contributed to the reported suture malposition. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.